Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient was originally implanted with a 3186 lead. During the (B)(6) 2015 procedure the physician explanted one lead and added another lead and an extension to the patient's scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) lost stimulation. In turn, the physician undertook surgical intervention to explant the lead and implant two new leads. It was noted an sjm representative was not present or notified of the procedure on (B)(6) 2015. The patient's device information is unknown at this time.